Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to eri, high hv lead impedance was observed. Lead was capped and replaced on (B)(6) 2016. Patient was well before and after the procedure with no adverse consequences.